Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model:3086, UDI: (B)(4), serial: (B)(6), batch: a000177363.

Event description:
It was reported that during an implant procedure on (B)(6) 2025, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, the procedure was aborted. The patient experienced a headache following the procedure. It is unknown which lead was at fault.